Manufacturer narrative:
Device evaluation: received for analysis was one guardwire broken in two pieces without original packaging. The balloon appeared baggy indicating use during a procedure. The gold marker was found intact and the extension wire were also intact. The two pieces of the broken hypo tube were placed side by side. Closer view during analysis indicated that the hypo tube exhibited a bend to kink. The two parts of the returned guardwire accounted for the full length. Hypo tube was found within specification and not a contributor on the breaking of the hypo tube during the procedure. Using an in-house ez adaptor and flator the balloon was inflated by placing the broken end of the hypo tube in an in-house adaptor inflation port. The balloon inflated to maximum 6mm without issues. Deflation was completed with the balloon deflating also without issues.

Event description:
It was attempted to use a carotid guardwire device during a procedure to treat a mildly calcified ica lesion exhibiting 75% stenosis. A femoral approach was taken. There was no existing stent implanted proximal to the target lesion. There were no abnormalities noted during inspection and preparation of the device prior to use and no resistance was noted when advancing the device. During the cas procedure, the carotid guardwire crossed the lesion, and after an occlusion test was performed for about 5 minutes, the resistance to ischemia was checked, and the procedure proceeded to stent implantation. After pre-dilation, the stent was implanted, and post-dilation was carried out. It is reported that when thrombus aspiration was about to start, the physician noted that the balloon of the carotid guardwire was deflated. The physician immediately aspirated debris, during which the ez flator was reconnected and balloon inflation was attempted repeatedly. When the dial was turned, the balloon seemed to be inflated but soon deflated. As it kept recurring, thrombus aspiration was carried out. Following aspiration no more debris was observed and the procedure was completed. It is reported that at the end of the procedure, the device was broken in two when it was being removed. The physician noted that the device was kinked during use, however kept using it as it was. The break occurred outside the patient¿s body. During the procedure, the carotid guardwire was on the operating table near the patient¿s foot, and there was a difference in level between there and the sheath port. The hypotube broke at this level difference. It is reported that the physician suspected either the break site happened to be held or some external pressure was applied there. As the broken point was outside the body, the distal part of the broken shaft could be removed out of the body. Therefore no fragments remained inside the patient. It is reported that the patient had no symptoms in particular and remains under observation. Guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in the us with a coronary indication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.